Event description:
It was reported by medical staff that a patient did not show up for church and found unresponsive at home by the pastor. The patient was in a recliner chair, with no alarms sounding from ventricular assist device. Emergency medical services were called and the patient was pronounced dead at the scene. The date of death is (B)(6) 2015. There is no cause of death reported by the facility, nor is there an autopsy report. It was stated that the pump will not be returned for analysis. No additional information was provided.

Manufacturer narrative:
The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remains implanted.

Manufacturer narrative:
Product event summary: a review of the device manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: all vad patients face risks associated with the use of the device, including death. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Remains implanted.

Manufacturer narrative:
Product event summary # pump (B)(4) was not returned for evaluation. Six batteries ((B)(4)), two controllers ((B)(4)), two controller ac adapters ((B)(4)), one controller dc adapter ((B)(4)), and one battery charger ((B)(4)) were returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the controllers, controller ac adapters, controller dc adapter, and battery charger revealed that the devices passed functional testing and visual inspection. The controllers' "no power" alarms functioned as expected when both power sources were disconnected from the controllers.the lithium-ion batteries associated with this complaint have been in storage for prolonged periods of time. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period of greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium ion batteries in storage for prolonged periods of inactivity may pose a safety risk. Due to the limitations stated above, (B)(4) did not undergo analysis. A review of the manufacturing documentation confirmed that the associated batteries met all requirements for release. Based on the results of an internal investigation and field actions, there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction did not contribute to the reported event, as the batteries were not in use at the time of the controller loss of power. As part of (B)(4) was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. Log file analysis revealed that (B)(4) was in use during the reported event. Analysis of the controller logs revealed a loss of power to the controller on (B)(6) 2015. The last data point logged before the controller lost power was recorded at 18:53:30 on (B)(6) 2015. At that time, a controller ac adapter was connected on power port 1 and no power source was connected on power port 2. The controller was not powered up until (B)(6) 2015, indicating that power sources were not reconnected after the loss of power that occurred on (B)(6) 2018. Log file analysis also revealed 95 suction alarms logged between 04/18/2015 and 05/08/2015. Based on the available information, a possible root cause of the controller loss of power may be attributed to a disconnection of the single power source which had been powering the controller. Given that the controller lost power several hours before the patient was found, the most likely root cause of the lack of a ¿no power¿ alarm can be attributed to an extended period of time where a power source was not connected to the controller. Based on the risk documentation, possible causes of the suction events may be attributed to multiple factors including but not limited to poor vad filling or thrombus at the inflow cannula. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.